Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the lip around reservoir was broken, ring was gone and reservoir was not locking in place. The customer¿s blood glucose level was 130 mg/dl. The insulin pump will not be returned for analysis.